Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information was provided from the engineering evaluation. Visual and functional assessments were performed on the device which found that the motor was loud, making unusual noise and getting hot. The noise that the device was making; and getting hot was an indicator that the motor was going out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time.

Event description:
It was reported that during tympmastoid surgery, it was discovered that the motor device ¿got very hot¿. There was no delay in surgery as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.